Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment and functional testing confirmed that the clip delivery system (cds) functioned as intended with no positioning issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the irregular movement of the device during advancement to the valve, which has the potential to cause or contribute to patient injury. It was reported that the height of the transseptal puncture was suboptimal due to the dilated left atrium. The first mitraclip was successfully deployed. The second clip delivery system (cds) was advanced through the steerable guide catheter (sgc) and during advancement to the mitral valve, the clip moved in a curve from posterior to anterior. It could not be advanced straight down to the valve, so it was removed and replaced with another cds which was successfully implanted. Mitral regurgitation grade was reduced from 3 to 1-2 with two clips. There were no adverse patient effects. No additional information was provided.